Event description:
Related report: 2017865-2024-72768 it was reported that the patient presented in clinic for generator upgrade procedure. Post procedure, it was noted that the patient went into ventricular tachycardia (vt), and the vt was terminated by anti-tachycardia pacing. The patient would go into vt again and was appropriately shocked by the device. Upon interrogation, it was determined that the lv lead was the cause of the patient going into vt. During lv lead revision procedure, the lv lead was explanted, and the newly placed replacement left bundle branch (lbb) lead dislodged three times. The lbb lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2024. Patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. Visual examination and electrical testing of the lead was normal. The measured helix extension length was normal. No other anomalies were found.